Event description:
Healthcare professional reported right side rupture. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h6.

Event description:
Healthcare professional reported right side rupture. Device remains implanted.

Manufacturer narrative:
The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Healthcare professional also reported via mammography "there is a benign appearing of inframammary lymph node with a central fatty hilus and central doppler flow at the site of the mammographic mass measuring 11x10x3mm with no suspicious masses and both silicone implants appeared ruptured with extracapsular silicone." Device was explanted and replaced.

Event description:
Healthcare professional reported, right side rupture. Device was explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, a broken assessed, as a surgical impact opening (shell thickness whiting to spec). And observed, a broken assessed, as fold flaw opening. Additional observations: missing shell observed, assessed as inconclusive. Stress mark observed, on the device. No further actions are required, as the device was implanted.